Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate the device was manufactured in accordance with all applicable procedures. Instructions for use (IFU) states: ¿do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ the cause of the event cannot be determined. Possible causes include the damage to the cables prevented video communication to the processor and prevented the images from being displayed.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint of ¿blurred image¿ was confirmed. The device was visually inspected and found the image is dark due to a faulty cable unit. The rear cover labels are fading. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an image problem with the device. Degradation of image quality caused a blurred picture. The image is dark. There was no patient involvement. No additional information was provided.